Event description:
It was reported that a distal locking screw head stripped out toward the end of titanium trochanteric fixation nail (tfn) procedure. Screw remains implanted in far cortex because of unsuccessful attempt to remove. Surgical delay was 20-30 minutes. Procedure completed without further incident. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code: hwc. Device not reportedly explanted. DHR review -- no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.